Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp cycled power during priming. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp cycled power during priming. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp cycled power during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative replaced the entire scp panel and performed a complete functional verification without issue. The replaced unit was returned to sorin group USA for investigation. Visual inspection of the returned unit identified white residue, which appeared to be calcification or left-over residual cleaning agent. Functional testing of the returned unit did not reproduce the reported issue. The investigation results were forwarded to sorin group deutschland for analysis. Sorin group deutschland determined that the white residue could be the cause of the reported issue, however the exact root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated at sorin group USA.